Event description:
It was reported that the device is not working properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio, catalog #: 00770301500, lot #: 64371060, serial#: (B)(4). Z.s.g.m. Cutter 4:1 ratio, catalog #: 00770304000, lot #: 64370610, serial#: (B)(4). Z.s.g.m. Cutter 3:1 ratio, catalog #: 00770303000, lot #: 64370609, serial#: (B)(4). Z.s.g.m. Cutter 2:1 ratio, catalog #: 00770302000, lot #: 64370608, serial#: (B)(4). The results of the investigation are as follows: review of the most recent repair record determined the comb was damaged. The comb, ratchet gear, and sliding pin were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Updated: b5, h1, h2, h6, h10. No further event information available at the time of this report.

Event description:
It was reported that the device is not working properly. The event timing is unknown; however, there was no harm, no delay, and no patient involvement. No additional information was available from the customer. During device evaluation, it was discovered that the comb was damaged. No adverse events were reported as a result of this malfunction.